Event description:
A vaxcel mini port was implanted for the infusion of therapeutic medication. During placement, the peel away sheath would not separate properly. Forceps were used to slide sheath over the catheter.